Event description:
A malfunction was reported on the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by resetting the pump, loading a new cartridge, and resuming insulin delivery. They were instructed to monitor the situation and follow up if the issue recurs, with no further action needed at this time.